Event description:
Patient reported "painful capsular contracture" (baker grade unknown). The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "painful capsular contracture" (baker grade unknown). Physician has further confirmed "that capsulectomy was not performed because the patient chose explantation and the right one ruptured during explantation and had to be discarded. Capsular contracture less pronounced". This record relates to the right side.

Event description:
Patient reported "painful capsular contracture" baker grade ii-iii. Physician has further confirmed "that capsulectomy was not performed because the patient chose explantation and the right one ruptured during explantation and had to be discarded. Capsular contracture less pronounced". This record relates to the right side.